Event description:
A caller reported an issue with a cgm error, identified as error 42, associated with a g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete information for resetting the pump, guided the caller through the process, and the issue was resolved as the caller successfully started their sensor session without the error recurring.